Manufacturer narrative:
Customer reported, "our nurses are reporting these urinary drainage bags leak regularly from the bottom seal, even when they are not full. They do not last long and we are having to buy a lot more of this product to compensate for the leakage." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, "our nurses are reporting these urinary drainage bags leak regularly from the bottom seal, even when they are not full. They do not last long and we are having to buy a lot more of this product to compensate for the leakage."